Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc), while the hp was connected in their initial drain. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The patient was advised to start over therapy with new supplies and was directed to inform their nurse of the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.